Manufacturer narrative:
(B)(4). D10: 00598604701 - option st tib plt size 5 - (B)(6) 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - (B)(6) 00596404014 - articular surface size ef 14 mm height ''use with plate 5 - (B)(6) unknown - unknown cobalt high viscosity cement - unknown. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal a patient underwent a right knee arthroplasty. Approximately 4.5 years post-op, the patient is scheduled to be revised due to loosening. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it has been determined the device did not cause or contribute to the reported event as the patient was revised due to tibial loosening. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.